Event description:
The enterprise stent was introduced into the micro catheter. Distal end was forwarded without problems, but resistance was felt at the proximal end of the stent. Forwarding was interrupted stent was withdrawn. During visual inspection it was noticed, that the stent was dislodged from the delivery system. Procedure was continued and successfully terminated with another micro catheter and enterprise stent. System was correctly flushed, and prepared according to the IFU. Possibly the introducer sleeve of the stent was pushed backwards, thus causing a small gap between sheath and micro catheter, where the stent partly deployed. Both - micro catheter and stent - will be returned for investigation.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.